Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead had been having lightheadedness, and their medications were being adjusted. The patient then received a shock from the device and had symptoms of seeing a flash of light and briefly saw blackness. It was then found that the lead exhibited noise on the rate/sense channel, which was oversensed and the patient received an inappropriate shock. A surgical revision was performed. The lead was tested via the pacing system analyzer (psa) and the noise issues were reproduced. The rate/sense portion of the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The shock portion of this lead remains in service.